Event description:
Information was received indicating that a smiths medical medfusion 4000 pump flange was not working before infusion. It was reported that the pump was repaired at customer site under work order number (B)(4). Repair details: could not duplicate /no issue found.